Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model #m-4800-01, serial # (B)(4)); stockert 70 system (model # m-5463-01, serial # (B)(4)); coolflow pump (model # m-5491-02, serial # (B)(4)); lasso catheter (model # d-1343-01-s, lot # 17200231l); decapolar catheter (model # d-1353-04-s, lot # 17218941m). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and suffered a pericardial effusion, which required heparin reversal. At the end of the procedure the patient¿s blood pressure dropped. It was observed by transesophageal echocardiogram that the patient had a small pericardial effusion. The heparin was reversed and the patient was stabilized and transferred to the ccu for observation. No other intervention was performed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.